Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Additionally, it was found that a transmitter fatal error occurred.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a transmitter fatal error was found within the investigation window. The allegation was confirmed. The probable cause is the transmitter error. No injury or medical intervention was reported.